Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to implant operative reports and implant tracking logs only. A manufacturing review was performed which found no anomalies during the manufacturing process. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with stress incontinence and cystocele. The patient underwent a transobturator tape with implant of a non bard davol sling and a cystocele repair with implant of a non bard davol "perigee" mesh. On (B)(6) 2013 - the patient was diagnosed with stress urinary incontinence (sui), vaginal prolapse, cystocele, enterocele and rectocele. The patient underwent an abdominal sacrocolpopexy with implant of a bard flat mesh and a non bard davol sling. The attorney alleges the patient experienced an unspecified adverse patient outcome associated to the use of device.